Event description:
It was reported that the system 7700's image went to complete white in the middle of a procedure. The procedure was completed without further incident. There was no adverse pt involvement. All reported pt info has been recorded.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The interconnect cable had a pushed pin and was found to have radiopaque dye on some of the pins. The pins were reseated and secured and all pins were well cleaned. The system was tested and found to be working as intended and placed back into service.